Manufacturer narrative:
(B)(4) captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance above 2000 ohms, a conductor fracture is suspected as the cause. The patient underwent a surgical intervention to abandon the lead and implant a new product. No additional adverse patient effects were reported.